Event description:
Pt revised to address loose tibial component caused by medial compartment collapse.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported device loosening; however, provided info stated pt medial bone collapse was a contributing factor. No evidence was found suggesting product error was contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation well be re-opened.